Manufacturer narrative:
Records indicate this lead and device remain in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information from another manufacturer's representative that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements. The lead was pacing and sensing appropriately. No adverse patient effects were reported.

Event description:
Additional information was received indicating this device was replaced with another manufacturer's device and had been out of service at the time of the observed high out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.